Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent pudendal nerve block under fluoroscopy and trigger point injection on (B)(6) 2014 due to chronic pelvic pain.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent anterior vaginal mesh removal on (B)(6) 2013 due to erosion and exposure. No additional information was provided.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria